Event description:
It was reported that a procedure was cancelled. The target lesion was in the arteriovenous fistula. An angiojet solent proxi catheter was selected for thrombectomy procedure. However, during the procedure, the device was interrupted upon priming and an error message has occurred. The procedure was not completed. No patient complications were reported.